Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 5 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set site leaking from site housing events since 28-feb-2024. The set was in use for two hours. Blood glucose levels were between 300-499 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.